Manufacturer narrative:
Device was used for treatment, not diagnosis. Tyllianakis, a. Et all (2004). Treatment of extracapsular hip fractures with the femoral nail (pnf): long term results in 45 patients. Acta orthoaedica belgica., 70, 444-454. Greece. This report is for an unknown proximal femoral nail system, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article): tyllianakis, a. Et all (2004). Treatment of extracapsular hip fractures with the femoral nail (pnf): long term results in 45 patients. Acta orthoaedica belgica., 70, 444-454. Greece. The authors retrospectively studied the results achieved with the ao/asif pfn (proximal femoral nail) system implanted to treat unstable intertrochanteric fractures of the proximal femur. 45 patients (28 women, 17 men, average age 72 years; range 29 to 93 years) were followed between june 1999 and february 2003 (mean follow up period was 20 months) to evaluate the ao/asif pfn system for the treatment of unstable (ao 31a2, 31a3) trochanteric femoral fractures. Of 45 patients 32 experienced complications: one (1) patient was revised to a total hip arthroplasty due to avascular necrosis of the femoral head. Two (2) patients experienced a delayed union and dynamisation of two static nailings was performed; 16 weeks postoperatively 18 weeks post-operatively (respectively). This is report is 1 for 4 for (B)(4). This report is for an unknown proximal femoral nail system which refers to 1 patient being revised to a total hip arthroplasty and 2 patients experienced a delayed union and dynamisation of two static nailings being performed; 16 weeks postoperatively 18 weeks post-operatively (respectively).